Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported urine retention with the abviser. Bladder pressure completed and within a few minutes they noted the 20ml of flush in the urimeter. She did not see any urine in the urimeter or bag. They did bladder pressures every 6 hours for approximately 3 days so approximately 11 infusions for a total of 220ml. They performed a bladder scan and it read 300ml. They removed the abviser autovalve; reconnected the urimeter tubing and 250ml of urine drained out. The first bladder pressure was performed at 10am and a cystogram performed around noon on the same day. Technician instilled dye for cystogram in the foley catheter port. Nurse reported autovalve remains inflated even after removing it.